Manufacturer narrative:
Update: d9, h3, h6 correction: follow-up report submitted to document the device was not available for evaluation. Update: d4, correction: follow-up report submitted to document the correct gtin format

Event description:
Per the account, the triton canister software gave a low estimated blood loss reading during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the account, the triton canister software gave a low estimated blood loss reading during a procedure. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.